Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the device never helped them and that they went through too much pain during the procedure as they were not given enough to numb them. Patient further stated that the device moves and itches so much. No further complications were reported/anticipated at this time.